Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07915.

Event description:
As reported by our edwards affiliate in (B)(6) during a transfemoral tavr procedure, following the insertion of a 14fr esheath, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system. It was not possible to advance the valve past the distal end of the sheath. The sheath, valve and delivery system were removed as a unit with no consequences to the patient. A new esheath, valve and delivery system were prepared and successfully used for the procedure. At the time of the report, the patient was not reporting any symptoms and was doing well. The valve remains implanted in the patient. The commander delivery system was returned to edwards lifesciences for evaluation. Pre-decontamination evaluation indicated a pinhole leak at the proximal shoulder of the inflation balloon.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Due to the nature of the complaint, functional testing and dimensional analysis could not be performed. Pre- decontamination visual inspection of the returned delivery system revealed a pinhole at the proximal shoulder of the inflation balloon. Post decontamination, the balloon was fully inflated, and a leak / pinhole was observed on the inflation balloon. No other abnormalities were observed on the delivery system. The complaint was confirmed through visual inspection. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'balloon leak' was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As the description reported, 'the esheath was inserted into the patient. Then, it was not possible to pass the crimped valve 26 sapien 3 ultra and commander delivery system through the full length of the esheath, the delivery was at the distal end of the esheath when the difficulty was encountered. Implanter removed the whole system together with esheath. Distal aorta was severely calcified." Calcification can present a challenging condition for the balloon during tracking through the system. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Calcification can reduce the vessel diameter creating a constrained effect on the sheath to potentially prevent optimal tip opening, increasing resistance with the sheath upon delivery system advancement. It is possible that the excessive handling and manipulation of the device during delivery system advancement may have caused the crimped valve to interact with the balloon, resulting in the observed pinhole and subsequent leakage. Although a definite root cause was not determined, available information suggests procedural factors (excessive manipulation, crimped valve interaction with balloon) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.